Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the unfolder intraocular lens was inserted into the patient's eye, but the lens did not advance totally. The pushrod was rotating but the lens was not advancing. The surgeon retracted and used another lens. Reportedly, there was no patient injury.

Manufacturer narrative:
Device available for evaluation - yes, device returned on the 12/21/2015. The pcb00 device was returned to the manufacturer for evaluation in a plastic bag. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). No cartridge damages were observed. No lens was observed stuck in cartridge; therefore, the claim reported was not verified. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.